Event description:
Reporter stated that the device broke while attached to IV tubing. The pediatric pt noticed blood in the bed, with nurse stating that the blood was backing out of the broken device.

Manufacturer narrative:
Spokesperson from facility stated that no transfusion or other interventions were necessary for the pt as a result of this incident. There were no sequelae. The pt was 4 years old. No further info was available.